Manufacturer narrative:
Analysis results had shown that there was no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the impedances (high or low) was not determined. It was also stated that because the device showed low impedances on combo of 0 and 3 so no actions were taken. The low impedances had not been resolved. The patient's weight was unknown. The first implanted device was discarded by the facility, and the unused ins was returned for analysis. There were no further complications reported.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-12577 for details pertaining to the related reportable event. Information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that the rep was checking impedances prior to the replacement and they got 0 & 3 electrode being low, but they couldn't recall how low. After the ins was replaced the rep checked the impedances and 0-3 were okay, but for electrodes 8-11 only 8 was okay and the rest were high. Hcp switched the port but the impedances didn't follow, thus hcp decided to open a new battery. Rep tested impedances again: c0 706 ohms, c1 24978, c2 868, c3 40k, 01 24500, 02 35k, 03 40k, 12 21700, 13 40k, 2 & 3 40k, c8 1189 ,the rest were greater than 40k. Hcp then switched the ports again and c & 3 and c & 8 had good impedances, but all the rest were greater than 40k. Technical services suspected that the lead might not be in all the way. They suggested that the hcp tried to wet the lead and torque it in. Hcp were able to get the lead in again and rep then tested impedance again and now both sides were good except 0 & 3 being low, as it was prior to surgery. The rep then disconnected. There were no symptoms reported. Troubleshooting resolved the high impedances. There were no further complications reported.